Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that he experienced hyperglycemia due to bent infusion cannulas. Over a 3 month period, approximately 10 of the infusion cannulas were bent before they were inserted into his body. This was noticed when the headsets were in the insertion device. Approximately 15 of the infusion cannulas were bent after they were removed from patient's body. There was typically 1 bend located in the middle of the cannula. Blood glucose elevated as high as 290 mg/dl as a result, and target blood glucose is 100-130 mg/dl. Patient bolused to decrease his blood glucose. Patient was sent samples of 2 types of infusion sets. Alleged products were discarded and will not be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.